Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were experiencing low blood glucose. Blood glucose level was 33 mg/dl at time of incident and other were 138 mg/dl, 74 mg/dl, 59 mg/dl, 49 mg/dl, 47 mg/dl and 50 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer does allege insulin pump was over delivering because husband stated that the last two weeks the wizard had way off. Customer stated that the drive support cap appears too normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.